Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation updated fields: d8, d9 date returned to mfg, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable lock found damage, corrosion on the cable and dust inside the unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image on monitor screen with 190 series scope due to defective scope socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a no image on the monitor while connecting the 190 scope, the issue occurred during inspection for use before the patient entered the room. There were no reports of patient involvement.